Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The customer provided a response via hmi questionnaire. The customer noted that there was no suspected patient infection. The customer also noted that there have been no any deviations or deficiencies or concerns in reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 600 colony forming units (cfus) of klebsiella pneumoniae, 700 colony forming units (cfus) of pseudomonas aeruginosa, 1400 colony forming units (cfus) of citrobacter freundii. Due to these results, the device has been blocked (no use), and a double disinfection was performed. The second sampling date was 5 days after the first sampling. Seconded test results: tested positive for 100 colony forming units (cfus) of staphylococcus aureus. The samples were taken after storage. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2023 sampling from: distal end unit, instrument / biopsy / suction channel, air / water channel cfu: no detection bacterial identification: no detection sampling date: (B)(6) 2023 sampling from: auxiliary water channel cfu: 1cfu/ml bacterial identification: micrococcus luteus the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - light guide lens has a crack. - light guide lenses are chipped. - adhesive on bending section rubber is detached. - connecting tube has a buckling. - low angle however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.